Event description:
Pt was revised to address poly wear and osteolysis.

Manufacturer narrative:
Examination of the submitted device confirmed polyethylene wear. Product info required to review the device history records was not provided. No conclusions could be drawn about the root cause of the polyethylene wear; however, evidence was found suggesting poor device alignment and pt attempts to hyperextend were likely contributing factors. Based on the performed investigation, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional info be received, the investigation will be re-opened.